Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer required assistance to treat a low blood glucose (bg) level; cause was not known. Bg level was unknown at the time of the event. Due to the bg level the customer loss consciousness and was transported by paramedics to the emergency room (ER) during the week of 3/15 (event date is approximated). Customer was treated with "carbohydrates, an injection and sugar juice" to address bg level. Customer was released from the ER 6 to 7 hours later with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.